Manufacturer narrative:
Result: gas, cylinder, power inlet.

Event description:
It was reported by service report that there was no power to the bed, the fowler may have been drifting, and the scale may have been inaccurate. No pt involvement or adverse consequences were reported.